Event description:
Boston scientific crm received info that this right atrial lead was repositioned two days after the implant procedure due to dislodgement. The lead remains implanted. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Event description:
Patient reported obtaining blood glucose results of 185 mg/dl, 87 mg/dl, and 103 mg/dl, within 3 minutes, on the aviva system. Patient did not modify therapy based on these results. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Reporter did not indicate if event was reported to FDA.